Manufacturer narrative:
The product has been received and a f/u report will be provided when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the defibrillator was unable to detect leads or electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.